Manufacturer narrative:
Product evaluation: the lens was returned. Solution and blood was dried on the lens. One haptic is broken inside the haptic insertion area (not returned). The optic is split in the haptic insertion area of the broken haptic. The optic edge is torn/split toward the center. The optic center has a horizontal crack. This may have been interpreted as the reported complaint of scratch. The customer indicated the use of a qualified cartridge and handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported complaint was not observed. Lens damage was observed, which may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported an intraocular lens (iol) that was removed due to a scratch that may have been caused from loading.